Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 48 mg/dl. Customer believed the insulin pump would deliver boluses while they would sleep at night which would result in low blood glucose levels. Customer was able to perform the prime process. Customer changed out their infusion set. Customer advised they would change out their sensor and call back if issues persist.